Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the ok keypad button was intermittently unresponsive and hyper-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2015 with the following findings: the keypad was found to be intact; no peeling or damage was observed. During testing, all of the keypad buttons responded appropriately. The complaint of the intermittent and hyper-response of ok button was not duplicated. The keypad cover was removed and there was evidence of contamination found under all key contacts. Unrelated to the complaint, investigation revealed that the display was dim and discolored and the battery compartment cracked. Also unrelated the complaint, the keypad button symbols were worn, which is cosmetic and has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.